Manufacturer narrative:
G4:20may2021. G5:510k: k102985. B4:16jun2021. Multiple attempts were made to obtain additional information on the repair and operational status of the device that has been unsuccessful.

Event description:
It was reported that the ventilator had an error message on battery. Additional information about the event has been requested. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.